Event description:
It was reported that during preparation for a coronary artery drug eluting stent treatment procedure, a shaft fracture occurred. The taxus liberte, atom (mr) 20 x 2.25mm catheter snapped when the physician loaded it onto the wire. The event occurred outside the patient. Another of the same device was used successfully with no patient complications. The patient's condition is listed as "o.k." Post procedure.

Manufacturer narrative:
(B)(4)